Event description:
It was reported that during post implant, the right ventricular (rv) lead dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.